Manufacturer narrative:
Philips service replaced the hard disk interface, restoring the system to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that the software failed to start, and the host pc was unable to recognize the hard disk on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.